Manufacturer narrative:
Additional information received noted intermittent capture and high impedance suggesting a fracture. When preparing the lead for extraction the inner conductor was found to be fractured under the clavicle. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received noted intermittent capture and high impedance suggesting a fracture. When preparing the lead for extraction the inner conductor was found to be fractured under the clavicle. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected section: evaluation summary: (B)(4) the full lead was returned in segments, analyzed and analysis revealed the distal conductor was fractured. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed); the outer insulation was kinked/buckled, melted and had cosmetic environmental stress cracking. The inner insulation and inner tubing were torn, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported there was a ventricular lead warning and high impedances. It was further reported that there were high capture thresholds. As the lead was being prepared for extraction a fracture of the inner conductor was noted and the prior access may have contributed to the "crush" fracture of the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.